Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information a causal relationship cannot be determined. Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review was performed and showed no issues with the reported lot. No trend was identified. Per vienna, further investigation is not possible without the additional information. This is the first complaint of this nature received for this product lot. If additional information is received in the future, the complaint will be re-opened and re-assessed. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the narrative does not specify useful clinical details and an anamnesis that allow for an evaluation of the causality relationship. Further clarification and case details are required. Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Event description:
It was reported to baxter netherlands that a patient experienced intra-abdominal abscess after a dermoid surgery. Customer used about 0.5-1 liters of the product. Necrotic torsion of the enlarged ovary with partial cystectomy was seen and laparoscopy was repeated with drainage of the abscess. No further information provided.